Event description:
It was reported that the stylet was bent with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from chinese to english: needle was covered by the catheter at the tip; the stylet was bent.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7327622. Our records show that this is the second instance of an incorrect lie distance being observed in this batch of saf-t-intima and the only instance of a damaged stylet. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineer was able to confirm the reported issues through the visual observation of the submitted device. Our engineer noted that the safety device had been partially activated which lead to the shortened needle, and the needle itself was bent in a region specifically designed to be thinner so that it can detect a flashback. At the conclusion of our review our investigators were unable to associate these non-conformance with our manufacturing process and as a result could not determine the root cause at the conclusion of our review h3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stylet was bent with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from chinese to english: needle was covered by the catheter at the tip; the stylet was bent.